Manufacturer narrative:
Citation: scarsini r, et al. Incomplete functional revascularization is associated with adverse clinical outcomes after transcatheter aortic valve implantation. Cardiovascular revascularization medicine. 2022 sep;42:47-52. Doi: 10.1016/j.carrev.2022.02.024. Epub 2022 feb 28. Earliest date of publication used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the prognostic implications of incomplete functional revascularization in patients undergoing transcatheter aortic valve implantation (tavi). All data was retrospectively analyzed from two centers between april 2014 and october 2020. A total of 124 patients were included in the study population (predominantly female; mean age 82.2 years; mean weight 70.2 kg). Percutaneous coronary intervention (pci) was performed in 42 patients within one month of the tavi procedure (23.8% before tavi, 66.7% during tavi, and 9.5% after tavi). Patients underwent tavi with either an edwards transcatheter valve (sapien-xt or s3) or a medtronic transcatheter valve (corevalve, evolut r, or evolut pro). No unique device identifier numbers were provided. Among all 124 patients, 12 cardiac deaths occurred during a median time of two years after tavi. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all 124 patients, adverse events included: myocardial infarction, and coronary/myocardial revascularization via pci or bypass grafting. No additional adverse patient effects or product performance issues were reported.